Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert followed by the pump not turning on, despite using a new duracell battery. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for battery issues, and the customer reported that there was no damage to the battery cap and battery compartment springs. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected failed batt test alarm noted during testing. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) ) was within spec range. Battery cycle 8.0 received the lowbatteryalert (104) on 02/20/2026 23:42:00 after more than 7 days at 12.4 days. Battery cycle 7.0 received the lowbatteryalert (104) on 02/08/2026 03:56:00 after more than 7 days at 14.86 days. Battery cycle 6.0 received the lowbatteryalert (104) on 01/23/2026 14:51:00 after more than 7 days at 15.99 days. Battery cycle 5.0 received the lowbatteryalert (104) on 01/07/2026 02:16:00 faster than expected at 2.47 days. Battery cycle 4.0 received the lowbatteryalert (104) on 01/04/2026 14:57:00 faster than expected at 2.04 days. Battery cycle 3.0 received the lowbatteryalert (104) on 01/02/2026 01:50:00 faster than expected at 2.55 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/30/2025 01:20:00 faster than expected at 1.27 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover and pillowing keypad overlay. In conclusion, unit passed all required tests low battery, off no power alarm and failed batt test alarms not confirmed. Multiple low batt test alarms on event date due to customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.